Event description:
It was reported that the anchor had fallen off of the ar-3638 inserter. No adverse effect on the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. The device was not received for evaluation, and no photos of the failure were provided. Per the event description, the most likely cause for the observed failure is a user error following the device's surgical technique.